Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller stated that patient was just implanted with pacemaker system and was experience intermittent ventricular loss of capture and threshold had risen significantly. Caller later called to state the needed for help in eliminating t wave oversensing and adjusting sensitivity to a less sensitive setting. The lead and device are still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the caller stated that patient was just implanted with pacemaker system and was experience intermittent ventricular loss of capture and threshold had risen significantly. Caller later called to state the needed for help in eliminating t wave oversensing and adjusting sensitivity to a less sensitive setting. The lead and device are still in use. No patient complications have been reported as a result of this event.